Event description:
On (B)(6) 2012, abbott point of care was contacted by a customer regarding an I-stat prothrombin time (pt/inr) discrepant result. On (B)(6) 2012: I-stat 6.4 (no repeat), stago 3.1 (lab, no repeat). The pt was dosed with vitamin k based on the I-stat result. The customer states that vitamin k would not have been given based on the lab result. Based on the info available, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4).